Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since the fault could not be reset. The customer was instructed to use multiple daily injections as backup therapy and to return the faulty pump.